Event description:
Patient fell 8 months ago. No direct impact on knee. Complaint reports pain and reduced mobility and confidence. The surgeon had no concerns when assessing the patient on her routine follow-up appointment. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted the pain and reduced mobility reported was likely the result of the patient's fall.